Event description:
Rotating piece is about to come off / is a little detached - oral-b brush head [device breakage] case narrative: consumer via e-mail reported that the rotating piece of their oral-b precision clean toothbrush heads were about to come off and were a little detached. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
04-apr-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Rotating piece is about to come off / is a little detached - oral-b brush head [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail reported that the rotating piece of their oral-b precision clean toothbrush heads were about to come off and were a little detached. No injury was reported. 04-apr-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported. 05-apr-2024 case update via information originally obtained on 23-feb-2024: the suspect product was oral-b power oral care refills floss action x eb20 brush set 10ct. No injury was reported.